Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements which resulted in a lead safety switch (lss). The patient reported intermittent episodes of dizziness. Boston scientific technical services (ts) was consulted and discussed this was probable due to pacing inhibition and loss of capture (loc) due to the unipolar configuration this system has been in since the lss. Further testing was recommended. Further information was received that it a lead fracture was suspected by the physician to be the root cause of the reported observations. It is planned to refer the patient to the electrophysiologist for a possible lead revision. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements which resulted in a lead safety switch (lss). The patient reported intermittent episodes of dizziness. Boston scientific technical services (ts) was consulted and discussed this was probable due to pacing inhibition due to the unipolar configuration this system has been in since the lss. Further testing was recommended. No adverse patient effects were reported. At this time, this lead remains in service.